Event description:
Dr. Nystrom didn't agree that the version numbers were correct. He proceeded to change the version manually. All safety check points passed and pelvic check point was checked again when the version was in question. I also recommended that he check his version and inclination after he proceeded to impact manually on the results page. The numbers were recorded and hopefully we can compare with post-op x-rays. Case type tha. There was a surgical delay of 5 minutes. Case logs, files and screen shots can be found in the complaint folder under dr. Nystrom 10-30-17.

Manufacturer narrative:
Reported event: an event regarding version discrepancy 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 156 found the pt review successfully passed, all associated nprs have been closed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unacceptable cup placement. There were only 4 related events (pr1088260, action 66 ,action 1319 and pn (B)(6). Conclusion: evaluation of the post-operative x-ray confirms that the manually placed cup was in 38.5 degrees of anteversion. This is ~3.5 degrees different than what the system had reported during the surgical results step of the procedure (42.0 degrees). This is within the expected system accuracy of the mako system (±5 degrees). The outcome of this investigation suggests that the system also accurately reported cup version during the robotically-controlled portion of impaction (25 degrees) and further manually manipulation was not necessary to achieve the desired plan. The data at this time shows all system verification values were within tolerance and the system operated as expected. No system defect or malfunction is suspected. No evaluation of pelvic registration is necessary.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) didn't agree that the version numbers were correct. He proceeded to change the version manually. All safety check points passed and pelvic check point was checked again when the version was in question. I also recommended that he check his version and inclination after he proceeded to impact manually on the results page. The numbers were recorded and hopefully we can compare with post-op x-rays. Case type tha. There was a surgical delay of 5 minutes. Case logs, files and screen shots can be found in the complaint folder under dr. (B)(6) (B)(6) 2017.